Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
The customer reported unit will not turn on from ventilation mode intermittently. When the power button is pressed the red banner is displayed on the screen but does not respond when touched, for it is very intermittent. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely could not duplicate the issue. The fse remotely verified touchscreen operation via the touchscreen diagnostics screen, and the customer performed a successful touchscreen calibration. The fse advised to try and duplicate issue, then hit the accept button in the navigation ring to see if that responds. The fse advised if it does, that points to an issue with the touchscreen or it's signal path. However if it does not respond, then it points to an issue with the actual on off signal path.

Manufacturer narrative:
G4: 08may2020, b4: 12may2020. H11: b5: correction to problem description: the customer reported the unit will not turn off from ventilation mode intermittently. When the power button is pressed the red banner is displayed on the screen but does not respond when touched, for it is very intermittent. The manufacturer¿s field service engineer (fse) advised to remove the battery and see if the unit can be turned off and to contact back with the results for next step actions. The fse followed up remotely and confirmed with the customer. The customer replaced the (pm pcba) power management printed circuit board assembly to address the reported problem. The unit was checked overall, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. The manufacturer¿s field service engineer (fse) advised to remove the battery and see if it can be reproduced the problem and to contact back with the results for next step actions. The fse remotely followed up with the customer. The customer replaced the power management printed circuit board assembly (pm pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.